Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the image sensor unit was damaged, which led to the suggested event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex 3d deflectable videoscope had no image when plugged in. The event occurred during reprocessing. There were no reports of patient involvement.